Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. On (B)(6)2024 at 11:00am, the patient reported that she felt she was going into diabetic ketoacidosis (dka). The patient experienced urinating frequent, blurred vision, vomiting and weakness. She called her endocrinologist and she was advised to go to the hospital. The patient went to the hospital and was treated there with IV fluids and IV insulin. The patient was treated with IV insulin for 3 days and 2 days she was only treated with insulin shots. The patient was hospitalized for 5 days. On (B)(6)2024, the patient was discharged and her bg reading was 215 mg/dl. At the time of the report the patient was fine. At an unspecified time of the event the cgm reading was 300 mg/dl and the bg reading was 500 mg/dl. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.